Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm. The customer's reading was 500 mg/dl. The alarm was resolved by a complete set change. The customer did not want to return the set or reservoir for analysis. The customer was advised to monitor the device and to call back if problems reoccurred. Nothing was replaced or returned for analysis.